Event description:
It was reported that the right ventricular (rv) lead showed fractured on latitude. The patient was brought back to clinic to reprogram since it was only pacing in the atrium and to eliminate the noise that showed on rv lead since switch to unipolar. This lead remains in service. No adverse patient effects were reported.